Manufacturer narrative:
Device passed all functional testing including the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08700 inches however, device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly. No under delivery anomaly noted during testing.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that he insulin pump had an under delivery alarm because of no insulin flow. Customer was hospitalized due to high blood glucose on unknown date. Customer¿s high blood glucose value was 500 mg/dl. Customer¿s blood glucose level at time of incident was 477 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with insulin shot. The insulin pump will be returned for analysis.